Event description:
It was been reported to co that a dissection was noticed during the procedure. The physician wanted to perform an angiographic eval of the iliac artery. The physician faced many difficulties to do the puncture site as the artery was highly calcified and diseased. The physician inserted a sheath using a femoral approach. The physician wanted to lock the dilator on introducer the thread broke on dilator and introducer. The physician continued with the damaged device and attempted to introduce the introducer with dilator in femoral artery. The physician felt resistance and introduced only on 5 cm length. The physician took an angiographic catheter (right curves). The physician succeeded in introducing it but some resistance. The physician performed his exam. There was an occlusion at puncture site level. The physician was unsure if it was due to a dissection or to the occlusive diagnostic catheter. The physician had done a contrast injection and pulled back at the same time the diagnostic catheter. There was more occlusion, then he thought he was just occlusive with the diagnostic catheter. The artery compression was ok, pulse was present. The next day the pt experienced no pulse, acute ischemia. It appeared that there was an artery occlusion some hours following the angiographic exam. There was a surgical intervention. The surgeons noticed a long dissection (around 10-15 cm) on iliac artery and they implanted stents. They also noticed there was a severe damage of the artery especially at puncture site level. Therefore they were not able to repair the artery at puncture site level puncture. Therefore they performed an iliac by-pass. Prolongation of hospitalization was required. The pt is ok.